Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, there right ventricular (rv) lead was confirmed as dislodged via x-ray imaging. A lead revision is anticipated but hasn't been scheduled yet. The patient was in stable condition.